Event description:
It was reported the guidewire became entrapped. An amplatz super stiff guidewire was selected for a percutaneous nephrostomy drain exchange procedure. The device was inserted at the proximal end of a non-bsc nephrostomy drain. The device became stuck inside the non-bsc nephrostomy drain, and the device's coating became loose. Both the non-bsc nephrostomy drain, and device had to be removed from the patient together. No fragments were left inside of the patient. A different device of the same model was used to complete the procedure. There were no patient complications as a result of the event.

Manufacturer narrative:
Device evaluation by manufacturer: the amplatz super stiff guidewire was returned to the quality assurance laboratory for analysis. Visual inspection revealed that the guidewire was entrapped and stuck inside a non-bsc stent. Microscopic inspection revealed that the ptfe coating was peeled.

Event description:
It was reported the guidewire became entrapped. An amplatz super stiff guidewire was selected for a percutaneous nephrostomy drain exchange procedure. The device was inserted at the proximal end of a non-boston scientific nephrostomy drain. The device became stuck inside the non-boston scientific nephrostomy drain, and the device's coating became loose. Both the non-boston scientific nephrostomy drain, and device had to be removed from the patient together. No fragments were left inside of the patient. A different device of the same model was used to complete the procedure. There were no patient complications as a result of the event.